Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, lot# unknown, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving morphine (10 mg/ml at a dose of 3.5 mg/day) via an implantable pump for an unknown indication for use. On an unknown date, the patient presented underdose symptoms and yesterday ((B)(6) 2016) they performed a revision of the implant. During the revision, a hole in the proximal part of the catheter was found. The pump and the proximal segment of the catheter were replaced. The patency of the catheter was confirmed and as the physician estimated a 70 cm length catheter. The patient was kept under observation during the initial bolus. The patient was "fine" now and the issue was reported as resolved at the time of this report.

Manufacturer narrative:
A proximal portion of catheter was returned and analysis revealed the catheter body deformed in shape and/or abrasion had not affect infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.